Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient codes (B)(4) no longer apply. Device code (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The healthcare provider felt that at this point there was no correlation between the pump and the patient¿s seizures/blackouts. The hcp felt that the pump was in no way responsible for the patient¿s condition; however, had let the patient know that he would provide explant or replacement if the patient sees fit. The patient had chosen replacement as of (B)(6) 2017. The hcp would be replacing the pump on (B)(6) 2017. The pump logs indicated that a pump replacement occurred on (B)(6) 2015. Before the pump was updated on (B)(6) 2017, the dose of hydromorphone was 0.481 mg/day, the dose of clonidine was 5.77 mcg/day, and the dose of fentanyl was 3.003 mcg/day. After the update, the dose of clonidine was 56.22 mcg/day and the dose of fentanyl was 29.281 mcg/day. The dose of hydromorphone was at the dose already reported. The elective replacement indicator (eri) was at 59 months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 10 mg/ml hydromorphone at a dose of 4.685 per day and 120 mcg clonidine at an unknown dose, and 62.5 mcg fentanyl at an unknown dose via an implantable pump for non-malignant pain. It was reported that the patient was experiencing intermittent blackouts and seizures dating back to (B)(6) 2016. The patient claimed that he had seen multiple specialists and they had ruled out other neurological defects. They were now concerned that the pump was malfunctioning and causing intermittent withdrawal and overdose. The patient fell last week onto the right side of the body and caught himself with leg and arm. The patient did not land on the pump and had a seizure less than 20 hours later. A dye study was performed on (B)(6) 2017. The catheter was patent and there was a full aspiration (3 cc of fluid). The dye flowed without obstruction and the intrathecal (it) placement was confirmed. A rotor study, aspiration and interrogation were also performed. The rotogram showed normal rotor movement. The healthcare provider (hcp) wholeheartedly believed there was nothing wrong with the pump or the catheter. The hcp feels that the other health events are unrelated to the it pump therapy. The patient had two seizures on (B)(6) 2016 and (B)(6) 2017. The patient also had blackouts that were momentary (1 every 3 weeks at a total of 7 blackouts lasting 1-40 minutes). The hcp was certain the pump was working fine and that the issue was unrelated; however, the patient was adamant it had to be the pump. They did not want to stop the it therapy to rule out the pump. The patient smoked, has an allergy to bactrim penicillin, and was taking anti-seizure medication. It was unknown if the issue was resolved and the patient status was alive with no injury.